Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ 20g nexiva pivc needle did not fully retract. The following information was provided by the initial reporter: it was reported needle did not fully retract. Verbatim: needle did not fully retract from nexiva piv. Clinicians had to cut the needle and wrap the grey portion of the piv to dress the device.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ 20g nexiva pivc needle did not fully retract. The following information was provided by the initial reporter: it was reported needle did not fully retract. Verbatim: needle did not fully retract from nexiva piv. Clinicians had to cut the needle and wrap the grey portion of the piv to dress the device.